Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifiers: (B)(6).

Event description:
It was reported that the connecting tube could not be connected to the channel connector during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: (B)(4) preparation and inspection (B)(4) visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. (B)(4) move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. This report is related to mfrs: 9610595 - 2024 - 03468 (1/4), 9610595 - 2024 - 03466 (2/4), and 9610595 - 2024 - 03456 (3/4).